Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump alarmed with multiple insulin pump error alarms. Customer was able to clear alarm and able to rewound the insulin. Troubleshooting was performed. Alarm occurred shortly after inserting a new battery. Customer stated the insulin pump was not stored or not in use for an extended period of time. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted.(B)(4).